Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming occlusion when there was no occlusion. It was reported that troubleshooting, powering the pump down then turning the pump back on, was unsuccessful. No adverse patient effects were reported. No additional information is available at this time.